Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are issues with electrostatic discharge on spectrum infusion pumps causing power outages during patient infusion. The static discharge is happening intermittently and results in the infusion having to be restarted. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.